Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. When placing the (right ventricular) rv lead while the lead was in the outflow track the patient went asystole. The physician elected to an active rv lead to finish the positioning of the passive rv lead. It was reported the following day, (B)(6) 2021, an x-ray was performed and found the newly implanted rv lead presented with a lead slack issue. An additional procedure took place on (B)(6) 2021 to revise the lead to the left ventricular port and add a new rv lead. Post-procedure there were no patient consequences.